Event description:
The caller reported there was a leak in the pilot balloon of an unspecified size of dct tracheostomy tube. A non-routine replacement of the tube was required. The tube was discarded.